Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely tortuous and non calcified distal om/cx lesion exhibiting 80% stenosis. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected and negative prep preformed with no issues noted. The lesion was pre-dilated. During the procedure, the device passed through a previously deployed stent. Resistance was encountered but no excessive force used. It was reported that the stent failed to cross the target lesion and difficulty was encountered when attempting to remove the device. It was reported that the stent was dislodged in the left main in a previously deployed stent. The physician used a microsnare to successfully remove the stent. The physician used the pre-dilation balloon to treat the lesion. No clinical sequelae reported please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: the images capture the tortuous nature of the obtuse marginal. The images show the pre-dilation of the lesion with an unidentified balloon. The attempted delivery and subsequent dislodgement of the resolute onyx stent is not captured in the images. The images do capture the delivery system retracted in the guide catheter and the stent as being dislodged at the tip of the guide catheter. In the next images, the dislodged stent is removed successfully by a microsnare, and pre-dilation with an unidentified balloon is used to treat the lesion site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.